Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box data showed multiple unexplained reboots. During testing, the pump powered on to a blank display screen. The complaint could not be fully investigated due to this. Moisture was visible behind the display screen. The audio bolus button cover was damaged and the pump failed a leak test due to this. The pump cover was opened and moisture was found on the printed circuit board, display flex connector, and inside the pump cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.